Event description:
Ir supervisor noticed that the hub on the penumbra neuron 053 delivery catheter was cracked before use in patient. A new neuron 053 was used and the case was completed successfully.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.